Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was feeling unwell, specifically dizziness, nausea, thirstiness and had weakness of the body. The patient performed a fingerstick and the cgm reading was low, and blood glucose reading was 15.3 mmol/l. An unknown time before this the cgm reading was low, and the blood glucose reading was 7.6 mmol/l. Ketones were tested too and the patient reported they had ¿a large amount¿. The patient went to the hospital and was treated with 3 liters of intravenous fluids containing potassium and was given zofran. Urinalysis was done, and the patient stated they had diabetic ketoacidosis. The patient recovered after treatment and was discharged around 10:00pm, 12 hours after they had gone into the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the c zone of the parkes error grid prior to the patient experiencing symptoms. The reported glucose values fall within the d zone of the parkes error grid when the patient was symptomatic. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.